Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and mandibular prosthesis were placed in ada site 23 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's swelling, pain and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Follow-up being sent in order to correct the name of the implant given.

Event description:
The clinician reported that 2.5 months after the dental implant and mandibular prosthesis were placed in ada site 23 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's swelling, pain and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Event description:
The clinician reported that 2.5 months after the dental implant and mandibular prosthesis were placed in ada site 23 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's swelling, pain and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.